Manufacturer narrative:
(B)(6). A sample is available for evaluation, however a no sample investigation has been completed. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 3028439. Upon receipt of samples, a secondary investigation will be conducted and a supplemental report will be filed. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a professional found the safety mechanism missing on a bd angiocath¿ IV catheter after the puncturing procedure. There was no report of injury or medical intervention.

Manufacturer narrative:
An open and unused sample of the angiocath product was received, according to visual analysis it can be verified that the cannula had gone through the catheter, a defect known as a "transfixed needle". That portion of the reported defect can be confirmed. Our quality engineer was able to verify the catheter tip integrity issue but not the failure of the safety device claim. The sample was returned and the catheter was verified to have a transfixed needle. No objective evidence of this incident was found during the device history record and quality notifications analysis for the claimed lot, therefore, we were unable to determine an exact root cause. Not confirmed: for the defect "failure of the safety device", bd cannot confirm the customer's claim for the defect claimed, since for this product catalog "angiocath", does not have security device. DHR review: the insyte assembled lots: 3024232, used in the final product lot: 3028439 of angiocath 24gx0.75in were analyzed regarding ¿damaged component¿ and ¿needle through catheter¿ and no records that could lead to claimed defect were found. Qn/ ncmr review: there are no quality notification (qn) or nonconformity report of "damaged component" and ¿needle through catheter¿ or anything that could lead to this complaint. Unplanned maintenance: during the investigations, the history of corrective maintenance was evaluated during the assembly period of the lot involved in this complaint. As a result of this analysis, no records of corrective maintenance were evidenced for reason "catheter tearing at station # 04" that could lead to the incident in question. Based on a severity assessment and occurrence it was determined that no CAPA is required at this time. The complaint was added to the complaint database for trend analysis, which is regularly monitored.